Event description:
After an opal non-(B)(6) (farapulse pfa by boston scientific) procedure, the catheters were to be removed when the patient's heart rate increased, and the blood pressure decreased. An effusion was observed. A pericardiocentesis was performed and approximately 60 ml of fluid was removed. A transesophageal echocardiogram was used for the whole procedure. The cause of the effusion was believed to be a flap of tissue which was present at the fossa when performing the transseptal puncture. Due to challenging patient anatomy, the physician replaced the sl0 sheath during the transeptal puncture to be sure the issue was not related to the sheath, which it was not. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).